Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup controller had a controller fault alarm. The backup controller was exchanged and returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via evaluation of the returned system controller. The log file downloaded from the returned system controller (serial number: (B)(6) ) contained approximately 232 relevant days of data ((B)(6) 2020 ¿ (B)(6) 2021 per the timestamp). The log file captured pump off and controller fault alarms due to fuses a and b being open on (B)(6) 2020 from 03:47:32 until the controller was put into sleep mode (captured on (B)(6) 2020 at 03:55:18); this is consistent with the driveline being cut during explant. The pump off and controller fault alarms remained active for the remainder of the log file. The controller was powered on again several more times and the controller operated in charge mode; however, the controller fault alarm reactivated each time due to fuses a and b being open. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Evaluation of the patient¿s complaint history revealed that the patient¿s original left ventricular assist device (lvad) (serial number: (B)(6) ) was explanted on (B)(6) 2020 and was replaced with a new heartmate 3 lvad (serial number: (B)(6) ) on the same day; this is consistent with the data captured in the log file (refer to MFR # 2916596-2020-05778 for the patient's pump exchange). The returned system controller was disassembled to inspect the internal components revealing that both fuses a and b were damaged. The damaged fuses were replaced with new fuses. After replacing the fuses, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuses were replaced. The root cause of the reported event was determined to be compromised fuses due to the driveline being cut during a pump exchange. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23oct2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarm conditions, including the controller fault and pump off alarms and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs users on how to exchange their system controller, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.